Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that, pt is complaining about pain, tightness and swelling. On (B)(6) 2013 update: pt presented pain with a rejuvenate and trident psl cup implanted. Surgeon performed revision and found trident psl cup was loose.